Manufacturer narrative:
A supplemental MDR is being submitted for reference of manufacture report number related to this case. The section of this report has been updated: h10 (narrative text).  This report is 1 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2020-14551.

Manufacturer narrative:
A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event. Per the instructions for use (IFU), device degeneration is potential risks associated with the use of the transcatheter heart valves (thv). Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve¿s performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device remains implanted in the patient. In this case, the cause of the calcification at 8 months after implant cannot be confirmed. However, per report, patient factors (hyperparathyroidism) may have been contributed to the event. There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our south african affiliate, approximately eight months post implantation of a 26mm sapien 3 valve in the aortic position, a 2nd 26mm sapien 3 valve was implanted due to deterioration (early calcification). The valve was successfully deployed without complication, with trace paravalvular leak (pvl). The patient was stable at the end of the procedure. Per report, the perceived root cause of the early calcification was that the patient has hyperparathyroidism.